Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device giving calibration error 5 (inlet pressure out of range). Requesting technical support and transferred for assistance. Per follow up information received via phone on 04jun2024, it was reported that they had received the inlet manifold assembly. Once they replace it, the device will be returned to service.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device giving calibration error 5 (inlet pressure out of range). Requesting technical support and transferred for assistance. Per follow up information received via phone on 04jun2024, it was reported that they had received the inlet manifold assembly. Once they replace it, the device will be returned to service.